Manufacturer narrative:
Follow-up # 1 (04/19/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. However, a secondary issue was noted as capacitor failure. The test strips and retain test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "ER 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2011. The customer care advocate (cca) was advised the patient manages her diabetes with oral medications (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 30 minutes after the start of the alleged issue, the patient claimed she felt a symptom of shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.